Event description:
It was reported that during a procedure of the ostial to mid left anterior descending artery (lad) with moderate calcification, the 2.5 x 23 mm mini vision was deployed; however, a dissection was noted at the distal edge of the stent in the mid lad. It was noted the lesion was calcified. A second 2.5 x 18 mm mini vision, was used to treat the dissection. There was no clinically significant delay in the procedure. There was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissections are known potential adverse events as listed in the mini vision rx and otw coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. It was initially reported that the stent delivery system would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.